Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Event description:
It was reported that a crack was found in the bd luer-lok¿ blunt fill needle when drawing up "IV benadryl" during use and discovering leakage. The following information was provided by the initial reporter: "as per rn- whilst drawing up IV benadryl, she noted the side of syringe appeared wet. Closer inspection revealed a crack in the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the bd luer-lok¿ blunt fill needle when drawing up "IV benadryl" during use and discovering leakage. The following information was provided by the initial reporter: "as per rn- whilst drawing up IV benadryl, she noted the side of syringe appeared wet. Closer inspection revealed a crack in the syringe."